Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that the scale marking is partially missing with ink smears causing the difficulty to read.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that the scale marking is partially missing with ink smears causing the difficulty to read.